Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "red alarm "channel disconnected" on brain suddenly causing all channels to stop working at the same time and the brain turned off. Attempted to remove and replace all channels and half turned back on half did not. The channel running levophed did not turn back on. There was not an emergency pump anywhere on the unit. So, one of the nurses disconnected her patient from their pump and we emergently changed the lines to the new brain/ channels that belonged to a different patient. The patient was on 0.21 mcg/kg/min levophed and the map dropped during this time requiring the md to push 600 mcg phenylephrine. Luckily the md happened to be near the bedside at this time". Bd received additional information through due diligence attempts. Customer reports the pcu was plugged into ac power at the time of the event. No devices are available for return as devices were serviced by customer biomedical engineering and placed back into service.

Manufacturer narrative:
Additional information : manufacturer narrative. Investigation summary : the reported issue of a channel disconnect could not be confirmed or replicated since the devices or their logs were not received for inspection. Inspection and testing could not be performed as the devices were not returned for investigation. Root cause: the root cause of the reported event of a channel disconnect was not determined as the incident devices were not returned for testing. The information provided by the facility is insufficient to determine the root cause. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "red alarm "channel disconnected" on brain suddenly causing all channels to stop working at the same time and the brain turned off. Attempted to remove and replace all channels and half turned back on half did not. The channel running levophed did not turn back on. There was not an emergency pump anywhere on the unit. So one of the nurses disconnected her patient from their pump and we emergently changed the lines to the new brain/ channels that belonged to a different patient. The patient was on 0.21 mcg/kg/min levophed and the map dropped during this time requiring the md to push 600 mcg phenylephrine. Luckily the md happened to be near the bedside at this time". Bd received additional information through due diligence attempts. Customer reports the pcu was plugged into ac power at the time of the event. No devices are available for return as devices were serviced by customer biomedical engineering and placed back into service.